Manufacturer narrative:
Device was not implanted. The actual device was not returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings. This report is for the first device used on the patient, for the second device reported that was used on the same patient see MDR 3013394970-2018-00401.

Event description:
The user facility reported that the bypass tube was already detached from the carrier tube tip when the angio-seal device poly-foil pouch was opened. The device was not used and another angio-seal device of the same lot was used, but the bypass tube was also already detached from the carrier tube tip when the angio-seal poly-foil pouch was opened. The device was not used and another angio-seal device was used to continue the procedure. The device had been stored on a level place. There was no obstacle to open the pouch. The pouch was fully opened all the way from the arrow side to the end. Hemostasis was successfully achieved by the third angio-seal device. It was reported that the patient had to no health damage.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the completed investigation results. The evaluation of the actual device could not be conducted due to the device not being returned. With no device return, the exact cause of the reported event cannot be definitively determined based on the available information.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the completed investigation results. The evaluation of the actual device could not be conducted due to the device not being returned. With no device return, the exact cause of the reported event cannot be definitively determined based on the available information.